Manufacturer narrative:
An evaluation of the return unit confirms that the malfunction of the bariflo, catalog #885, was due to regular "wear and tear". Bariflo catalog #885, was repaired by given a full upgrade. The unit was sent back to e-z-em, jan. 28, 1997 and to be shipped to customer.

Event description:
Customer claims the unit started to "smoke" and they shut the unit off.